Event description:
Reporter alleged obtaining discrepant blood glucose results of 151 mg/dl back to back with a result of 84 mg/dl, when testing was performed <5 minutes apart on the compact plus system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. Reporter indicated self treating with food, however, no other actions or treatment were reported. A request was made for the return of the suspect product and replacement product was sent.